Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed stated the arctic sun device would not fill. There was no vacuum on the left port and since device had 5068 system hours. It was recommended that device would come in for the 2000 hours preventive maintenance. Per follow up information received on 17may2022, there was no patient involvement during the reported event. A quote had been sent to customer and would determine if they send the device in for evaluation. Per sample evaluation results received on (B)(6) 2022, it was reported that the ac cca board was replaced due to electrical overstress (

Manufacturer narrative:
The reported issue was confirmed as manufacturing related. The device was evaluated upon receipt. It was confirmed the ac cca board and power inlet module would need to be replaced as they showed signs of electrical overstress. The ac cca board was replaced. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The root cause is: the overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause o inadequate verification and validation activities of the crimping process o single pull test did not provide stability of process o evidence was not provided when requested for maintenance of records or crimp tools o no crimp cross-sections provided. The device did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. DHR is not required. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that biomed stated the arctic sun device would not fill. There was no vacuum on the left port and since device had 5068 system hours. It was recommended that device would come in for the 2000 hours preventive maintenance. Per follow up information received on 17may2022, there was no patient involvement during the reported event. A quote had been sent to customer and would determine if they send the device in for evaluation. Per sample evaluation results received on 19oct2022, it was reported that the ac cca board was replaced due to electrical overstress.